Manufacturer narrative:
Analysis found the device was at reduced capacity due to overdischarge.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient was having charging issues saying he was charging for hours and regular. The patient's diary stated the opposite showing he was not charging regular, he said the diary was wrong. The patient was in overdischarge. Troubleshooting was performed of the antenna locate, restart of implantable neurostimulator (ins) diary of charge sessions recorded by hospital. Actions taken to resolve this issue was education of recharging with the patient. The issue was not resolved at the time of this report. Surgical intervention occurred, the ins was replaced. The patient was alive with no injury. If additional information is received, a follow up report will be sent.